Event description:
Md unable to move tissue marker out of safety mode. Please note that this was attempted outside of patients breast. No contact with patient and no injury. New marker used without difficulty.